Event description:
The customer reported obtaining non-reproducible access® accutni+3 results for two (2) patient samples from the access® 2 immunoassay analyzer. The customer stated that the issue was discovered as the customer had changed reagent lots on the unicel® dxc 600i synchron® access clinical system. As per laboratory protocol, the customer repeated four (4) patient samples, which were originally run on the access 2 analyzer, on the dxc 600i and noted two patient samples which were not reproducible. The customer regarded the results obtained from the dxc600i as correct. The customer stated that results from the access 2 analyzer were reported out of the laboratory. However, the customer is unaware if any of the results were questioned or if there was any change or affect to patient treatment in connection with this event. The customer also indicated obtaining two failing accutni+3 calibrations on the access 2 analyzer due to elevated coefficient of variation (%cv). The customer stated that weekly maintenance on the access® 2 immunoassay analyzer was due on the day prior to the event ((B)(6) 2014), but maintenance was not performed as the dxc 600i analyzer was having accutni+3 calibration failures and the customer needed the access 2 instrument to be available to run stat tests. The customer performed a 10 replicate precision run on the access 2 analyzer using low level quality control (qc) material which failed with a mean of 0.11 ng/ml, standard deviation of 0.02 ng/ml, and %cv of 20.56%. The customer stated that the weekly maintenance will be performed on the access 2 but requested for service to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(6) 2014. The fse replaced the mixer roller and pulleys, mixer belt, precision pump, wash pump seals, aspirate probes, substrate, and sample pipettors. The fse also cleaned the wash pump and precision pump valves for this event. The fse then ran a system check, high sensitivity system check, accutni+3 calibrations, accutni+3 quality control, accutni+3 precision run, and all results passed within specifications. In conclusion, hardware is the likely cause of the imprecision and non-reproducible accutni+3 results although the exact failure mode could not be determined.